Event description:
While attempting to withdraw guidewire to trim catheter, the catheter broke below hub. Catheter was never inserted into pt so no injury occurred. Rptr writes to MFR, "I am returning this line per my discussion with a rep in customer q.a. The catheter was never inserted into the pt. As we were pulling back the guidewire to trim the catheter, the catheter broke. We had previously flushed the catheter with: .9 sodium cholride using a 10 cc syringe. I do not feel that excessive tension had been placed on line while withdrawing the guidewire."